Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months following implant, the cardiac resynchronization therapy pacemaker (crt-p) was scheduled to be replaced due to the positioning of the device. No patient complications have been reported as a result of this event.